Event description:
Additional information was provided on 25mar2022 indicating that the patient was completed in the operating room with the assistance of an ear, nose, and throat (ent) surgeon. The procedure was completed without any adverse effect.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation . It was reported by a representative from bsw memorial hospital (united states) that a blue rhino dilators in blue rhino g2-multi percutaneous tracheostomy introducer tray(s) (rpn: c-ptisy-100-hc-g-na-flex8.5, lot: unknown) punctured a patient¿s posterior tracheal wall. The device was required by an unknown patient for a percutaneous tracheostomy procedure. During advancement, the blue rhino dilator was noted to be too pliable and bent which subsequently punctured the patient¿s posterior tracheal wall. The patient was then taken to the operating room (or) and the procedure was completed with the assistance from an ear, nose, and throat (ent) surgeon. No other adverse effects were reported due to this occurrence. Reviews of the documentation, including the instructions for use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) could not be conducted, due to the lack of lot information provided by the facility. Cook reviewed the sales history for this customer and was unable to identify the complaint lot. Cook also reviewed product labeling. The current instructions for use [c_t_ptisgi2_rev0] state the following: "patient preparation: 6. Generously lubricate the surface of the appropriately sized loading dilator and load the tracheostomy tube onto the dilator. Ensure that the tracheostomy tube's tip fits snugly on the dilator. Ensure that the balloon is completely deflated. Thoroughly lubricate tracheostomy tube assembly. " "tracheostomy procedure 2. After introducing local anesthesia, make a 1.5-2.0 cm skin incision (vertical or horizontal) at the chosen insertion site. 3. If desired, use a curved mosquito clamp to gently dissect vertically and transversely down to the anterior tracheal wall. With a finger tip, dissect the front of the trachea, in the midline, free of any tissues and identify the cricoid cartilage. Displace the isthmus of the thyroid downward, if present. Note: an adequate skin incision and blunt dissection of the subcutaneous tissue can minimize the need for excessive force and torque throughout the procedure. Excessive force and rotation may lead to long-term complications. " "how supplied: upon removal from package, inspect the product to ensure no damage has occurred." The information provided upon review of the dmr and product labeling does not provide evidence to support that the device was not manufactured to specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. Based on the information provided, no returned product and the results of our investigation, it was concluded that the cause for the failure could be traced to a component failure. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reporter occupation: director, med-surg commodities. PMA/510(k) #: k193133. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a patient experienced a posterior tracheal membrane tear after use of a blue rhino g2-multi percutaneous tracheostomy introducer tray. The customer attributes this to the blue rhino dilator being more "pliable" than a comparable version of the device. Additional information regarding the patient, device, and event has been requested but is currently unavailable.